Event description:
Patient reported two sets of the cadd ext set tubing has been faulty. Pt changed cassette and tubing on sunday and woke up monday morning with a red spot on her skin which she states has happened before and usually means a leak at the filter causing the medication to make contact with her skin. She replaced the tubing and had no further issues that day. After her next cassette change which was tuesday night, the same thing happened and the patient¿s skin is even more irritated today. Patient was unable determine what lot number was affected at this time. The pump never alarmed, pt is asymptomatic. No additional information at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes, upon patient return. Did the patient have a backup device they were able to switch to? Yes. Did we replace device? Yes, tubing was faulty not the pump. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver. Reference report: mw5155265.